Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said for the last couple of months they noticed they were having to charge more frequently. Pt said they used to only have to charge every 3 days and now they were having to charge their ins every day. Pt also mentioned within the last month or 2, they were having a lot of pain around their implant site. Pt said they had not had any programming changes however, pt did say they fell in the bath tub a couple of months ago, they hit the side of the tub and now their side was all black and blue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was that the ins charge didn't seem to last too long anymore. Pt said that the ins charge would last a day and then they would have to recharge the ins again. Pt said that they would get a lot of pain once the ins depleted. Agent redirected pt to hcp to further address the reported issue. When agent asked the patient for managing healthcare provider, patient said that they had not seen anyone for a while.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.